Event description:
Jacket guard and balloon separated from devive. The balloon and jacket guard would not come down with the rest of the device. The jacket guard was snared from the ipsilateral limb and as it was being pulled through the limb the graft pulled into the aneurysm. Pt was converted.

Event description:
Reported in 2000. Jacket guard and balloon detached from the device. The jacket guard was snared from the ipsilateral limb, as it was being pulled through the limb, the superior attachment system dislodged, and the graft migrated into the aneurysm sac. The pt was converted to standard open repair.